Manufacturer narrative:
Patient identifier: asked but unavailable. Age at the time of event/date of birth: asked but unavailable. Gender: asked but unavailable. Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore(r) excluder(r) aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore(r) excluder(r) aaa endoprostheses. It was reported that the origin of the patient's left internal iliac artery was stenosed due to dissection and calcification prior to the procedure. The stenosis of the patient's left internal iliac artery was confirmed by intraoperative angiography as well. After the trunk-ipsilateral leg component and contralateral leg component were successfully implanted in the patient's left limb, occlusion of the patient's left internal iliac artery was observed. The physician reported that, due to the patient's pre-existing stenosis, it was possible that the left internal iliac artery was occluded due to plaque shift by implantation of the stent graft and not by stent graft coverage. An additional contralateral leg component was implanted down to the patient's left external iliac artery. It was noted that placement of the contralateral leg component down to the patient's left external iliac artery was one of the original treatment plans prior to the procedure due to the pre-existing stenosis of the left external iliac artery. There were no further reported issues. The patient tolerated the procedure.